Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 592 mg/dl and yesterday at 4:07am it was 383 mg/dl, at 11:20am blood glucose was over 600 mg/dl at 12:36pm it was 98 mg/dl and currently blood glucose value was 177 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin pump will not be returned for analysis.